Event description:
It was reported that upon removal from the packaging, the pta balloon was detached from the catheter. There was no patient involvement. Another pta balloon dilatation catheter was used to perform the procedure.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.